Manufacturer narrative:
Implant date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): it was reported the patient was implanted in (B)(6) 2011. It was stated there was suspicion of occlusion as cerebrospinal fluid (csf) did not flow. The valve was removed and replaced. Following the replacement, csf flowed as usual and the patient had an uneventful course. The patient¿s status was listed as no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, and pre-implantation testing. However, the valve did not meet the requirements for reflux, and pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.